Event description:
It was reported that the right atrial lead had low lead impedance and the device had early elective replacement indicator (eri). The lead was capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. The analysis found the battery depletion was normal. We did receive performance data collected from the device and have analyzed the data. Battery voltage indicated- pre/approaching elective replacement indicator. Weekly battery voltage trend data in save to disk file (B)(4) shows minimum battery equal to 2.88 to 2.634 volts between (B)(6) 2011 and (B)(6) 2012 is before device recommend replacement time less than or equal to 2.6251 volts. Low resistance/impedance was noted with five patient alerts for out of tolerance subthreshold and lead impedance between (B)(6) 2009. Weekly pace lead impedance trend data shows low impedance for minimum and maximum atrial pace bipolar impedance equal to 114 to 57 ohms range, 76 ohm average between (B)(6) 2010 and (B)(6) 2012.